Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd luer-lok¿ disposable syringe, had black foreign matter that was noticed inside the syringe. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: one loose 1ml assembled syringe was received and reported to be from batch #7114741 (p/n 309628). The sample was visually evaluated. The syringe was found to have smudged ink at the .1ml marking. The smudged ink observed is rejectable per product specification. Potential root cause for the print defect is associated with the marking process. The ink appears to have been smudged shortly after having been marked on the barrel, while it was still mostly wet. No corrective actions are necessary based on the defective rate identified. DHR review shows the release date: 5/03/2017. Batch quantity was (B)(4). All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7114741 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that before use of the bd luer-lok¿ disposable syringe, had black foreign matter that was noticed inside the syringe. There was no report of exposure, serious injury or medical intervention.